Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve, implanted in the pulmonic position, underwent a valve-in-valve after an unknown implant duration due to severe pulmonary stenosis and severe pulmonary regurgitation. The patient presented with acute on chronic decompensated hf. The tpvr was performed with a 26mm 9600tfx successfully. The patient was transferred to the ccicu in stable condition. There was no indication from the physician that the surgical valve prematurely failed/malfunctioned. The device performed as intended and failed due to the progression of the patient's disease.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), 'the carpentier-edwards perimount pericardial bioprosthesis is intended for use in patients whose aortic valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one.' Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve, implanted in the pulmonic position, underwent a valve-in-valve after an unknown implant duration due to severe pulmonary regurgitation and stenosis. The tpvr was performed with a 26mm 9600tfx successfully.